Event description:
It was reported that this right ventricular (rv) lead had exhibited high threshold and was programmed as unipolar. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.